Event description:
Cardiac resynchronization therapy defibrillator (crt-d) system removed due to erosion (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).